Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: -clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that upon closing of the incision it was discovered that the tibial implant had been implanted in internal rotation thus making the joint unstable. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned.

Event description:
This pi is for the same-day revision on (B)(6) 2023. As reported: please find attached information from a revision of left total knee done (B)(6) 2023. There is attached information from the index surgery and a previous revision. The previous revision was removal of the knee implants due to infection and placement of a temporary implant to treat the infection. On (B)(6) the temporary implants were removed and final implants were placed (first usage sheet for (B)(6) 2023). Upon closing of the incision it was discovered that the tibial implant had been implanted in internal rotation thus making the joint unstable. The incision was opened back up and the tibia was revised. The second sheet has the final tibial implants and the implants that were removed are circled on the first sheet. Stryker instruments (including mako from index surgery) were not thought to have contributed to any of the complications.